Event description:
The customer reported that the system would lose communication with the table. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the table generator interface and the motron central processing unit. The system was tested and found to be working as intended and put back in service.